Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in clinic, it was observed that auto-capture increased the right ventricular outputs causing the device's longevity to decrease. Manual threshold testing was performed which revealed that the device assumed a higher threshold. Device explant was discussed and the patient is in stable condition.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable after the procedure.